Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. A.5 unknown.

Event description:
The user facility reported that impella cp was placed for higher level of care transfer. It was noted that while impella was being prepped/primed the registered nurse inadvertently started the pump outside of the body. Staff report that the impella was not over the wire when pump was started. They disconnected the pump, and restarted the aic. The pump was then inserted pp, wire was removed, and pump was started in auto mode. Additionally, point of care ultrasound was performed at bedside and cp measured at 5cm. Impella pulled back 3cm. It was also noted that the staff was doing an extubation trial and the patient began moving his extremities, subsequently pulling the device across the aortic valve. Md attempted to reposition the device, however, was unsuccessful. Decision was made to remove impella.

Manufacturer narrative:
The investigation of positioning issues has been completed. Pump was not returned for investigation data log review was not required for this case run. As per the clinical details, the patient started moving his extremities, which resulted in the device being pulled across the aortic valve. The cause of the positioning issue was most likely patient movement, based on given clinical details.